Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One nitinol guidewire was returned for evaluation. An initial visual observation showed blood residue on the sample. The guidewire was observed to be severely unraveled throughout the length of the coiled section of the sample. The core wire was observed to be broken and the weld tip appeared to be intact. A microscopic observation confirmed the weld tip was intact. A large amount of blood residue was observed near the distal tip and the coiled wire in this section was observed to not be unraveled. Both fracture sites of the core wire were observed to be tapered and had fracture surfaces with a granular texture, which is evidence of tensile failure. As a note, the product IFU states ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
5/2/2017- per sales rep, the facility reported a sheared catheter. No other information was provided but it has been requested. 5/19/2017- additional information received from the facility stated the PICC nurse attempted to place PICC in right basilica vein in patient. It was stated that the nurse could not advance the guidewire past 20cm. A second PICC nurse was called to the room for assistance. The second nurse placed the needle in vein, after which she attempted to feed the wire in, and it got stuck. The nurse pulled the needle out and the wire reportedly broke off. It was stated that they left the tourniquet in place and clamped the wire that was left in the patient's arm. Pcxr was performed to assess foreign object location in patient's arm. The dr. Arrived, view the x-ray, and proceeded to pull the rest of the wire out using forceps. The patient stated that during the attempt to place the PICC her whole arm went numb.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn2004 showed no other similar product complaint(s) from this lot number.

Event description:
On 5/2/17- per sales rep, the facility reported a sheared catheter. No other information was provided but it has been requested. On 5/19/2017- additional information received from the facility stated the PICC nurse attempted to place PICC in right basilica vein in patient. It was stated that the nurse could not advance the guidewire past 20cm. A second PICC nurse was called to the room for assistance. The second nurse placed the needle in vein, after which she attempted to feed the wire in, and it got stuck. The nurse pulled the needle out and the wire reportedly broke off. It was stated that they left the tourniquet in place and clamped the wire that was left in the patient's arm. Pcxr was performed to assess foreign object location in patient's arm. The dr. Arrived, view the x-ray, and proceeded to pull the rest of the wire out using forceps. The patient stated that during the attempt to place the PICC her whole arm went numb.